Manufacturer narrative:
The device was received partially deployed with the linkage assembly partially extended and the hard cannula extended past the needle well. The download data shows that the pod completed both first and second prime and was deactivated at the end of second prime. The device fully deployed during removal of the bottom housing. During investigation, the environmental seal, soft cannula, and hard cannula were observed to be damaged. This indicates the hard and soft cannula deployed into the environmental seal, which indicates the chassis sub assembly was incorrectly installed. This can be confirmed as the root cause of the reported needle mechanism failure, observed exposed and unexposed soft cannula damage, hard cannula damage, environmental seal damage, and the devices failure to deploy when intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.